Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There were no symptoms at the time of the esd event. The cause for the elevated ldh was stated to be due to the right ventricular assist device (rvad) circuit. An rvad circuit exchange was performed.